Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on (B)(6) 2018, it was determined that the transforaminal posterior atraumatic lumbar (t-pal) trial implant does not fit the instrument. It was then noted that the end of the device was broken. The device was not used. This report is for one (1) t-pal trial spacer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: the initial complaint was reviewed and found not reportable. This product complaint (pc) is a duplicate complaint to (B)(4). All complaint related activities will be captured there and this pc will be voided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.